Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the chamber. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A field service engineer from a third-party service center performed a repair evaluation. No adverse action was reported. The customer complained of particle buildup in the chamber, but this issue could not be reproduced during the evaluation. The device successfully passed all tests. The device was ultimately scrapped due to a deviation. For now, there's no need for further investigation. If additional relevant information is provided, a follow-up report will be filed.